Manufacturer narrative:
The device was not returned for evaluation. Based on the photograph provided, a quality engineer was able to confirm the foreign material appears to be adhesive used to glue the krt and reservoir together. E1 and DHR paperwork was checked to confirm devices met specification upon release. Additionally, it was noted that during the manufacturing process the visual inspection includes measuring of loose foreign material. Per our inspection procedure, we accept a single 0.20mm2 of loose foreign material on the device. Without the benefit of analyzing the device, quality cannot confirm the size of the alleged foreign material and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device had a piece of adhesive sticking out on the reservoir tubing. The device was tested prior to implant and had no issues. No other adverse patient effects were reported.